Event description:
It was reported that the patient experienced a burning sensation during an MRI procedure wherein the implant site was scanned and experienced a shocking sensation post MRI even with the device off. Pain and discomfort at the ipg site were noted. Database cannot determine the root cause of the reported burning and shocking sensations during and after the MRI. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient experienced a burning sensation during an MRI procedure wherein the implant site was scanned and experienced a shocking sensation post MRI even with the device off. Pain and discomfort at the ipg site were noted. Database cannot determine the root cause of the reported burning and shocking sensations during and after the MRI. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1200 (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The ipg showed normal device characteristics during both visual and functional examination. The current leakage test verified that there was no loss of electric current. However, a labeling review found that the reported events of burning and shocking sensations are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.